Manufacturer narrative:
The associated device was returned and evaluated. A lab analysis was completed and based on the damage observed, it looks as if the liner rotated in the shell during service, which allowed articulation between the head and shell and articulation between the backside of the liner and shell.

Event description:
It was reported that a post-operative condition, involved a smith and nephew product which may have been attributed to a serious injury.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).